Event description:
New information indicated that the pulse generator was explanted and replaced.

Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. No intervention was performed. The patient was in good condition and would be monitored.

Manufacturer narrative:
Final analysis of the device stored measured data found fluctuating battery impedance over time. The battery impedance is a calculated value and not a measured value. The root cause for this erroneous calculation could not be determined. The device was exposed to extensive testing and normal device characteristics were observed.